Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing, and severe sinus infections. The patient was prescribed antibiotics for the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to develop difficulty breathing, and severe sinus infections. The patient was prescribed antibiotics for the reported event related to a CPAP device's sound abatement foam. The reported event of having develop difficulty breathing, and severe sinus infections. The patient was prescribed antibiotics for the reported event was reviewed by the pms clinical expert. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b3 date was incorrectly captured,now it is corrected ,section e1 updated in this report .

Manufacturer narrative:
Additional information was received on mar 19, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to develop difficulty breathing, and severe sinus infections. The patient was prescribed antibiotics for the reported event related to a CPAP device's sound abatement foam.the reported event of having develop difficulty breathing, and severe sinus infections. The patient was prescribed antibiotics for the reported event was reviewed by the pms clinical expert. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the flip doors, pca (printed circuit assembly), top enclosure, rear panel, ui (user interface) panel, bottom enclosure, inside iso (international organization for standardization) port, blower, and blower seal. The manufacturer also observed black hairlike contaminant on the flip doors, top enclosure, ui (user interface) panel, inside the iso (international organization for standardization) port, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.